Manufacturer narrative:
The exposed portion of the soft cannula was observed to have a tear which diverted the fluid from its intended path. It could not determined when the external damage to the soft cannula occurred. The downloaded data indicated no timeouts or drive stalls which would indicate insulin delivery failure. No other damages or deficiencies were found to contribute to insulin delivery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 4 and 24 hours on the arm. For treatment, no treatment information given.